Manufacturer narrative:
The device was manufactured june 03, 2016- june 07, 2016. One actual infusor unit was received at the plant for analysis containing approximately 201ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow test was performed which determined the flow rates to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor device would not flow. After twenty four hours of being connected to the patient, the nurse observed the infusor was still full. There was no patient injury or medical intervention associated with this event. No additional information is available.